Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h2, h3, h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Without the requested clinical information including the exact date of the reported pain, the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. Although, pain is expected in the post-operative healing phase following a t&a. Per subsequent e-mail, the patient¿s status is unknown, and it was reported there was nominal delay of greater > 10 minutes. Therefore, no further clinical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-assessed. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use (IFU) was reviewed and contains warnings and precautionary measures related to proper use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that on (B)(6) 2020, the patient had a successful t&a surgery involving a coblation halo wand. However, after this surgery anywhere between (B)(6) 2020 and (B)(6) 2020, the patient was re-admitted at emergencies due to having post-operative pain. Patient current status is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.